Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that silicone rubber was missing from the forceps cover, the distal end has missing glue and there was a pinhole in the light guide lens cement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.